Event description:
The advocate called on behalf of a (B) (6) customer. He stated that she performed blood glucose tests using her contour link meters and received readings of 9.0 (162 mg/dl) and 18.5 mmol/l (333 mg/dl). The advocate did not know which reading came from which meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the meters and test strips for evaluation. Replacement products will be sent to the customer.